Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding/ bleeding in the endometrial cavity") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (diagnostic laparoscopy and bilateral salpingectomy with essure successfully removed on (B)(6) 2016) and surgery (hysteroscopy d&c and a novasure endometrial ablation on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, dysfunctional uterine bleeding and vaginal haemorrhage had resolved. The reporter considered dysfunctional uterine bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: until the removal, neither she nor her doctors could clearly correlate her problems as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results: on (B)(6) 2014, hysterosalpingogram confirmed the position of the essure implants and determined that occlusion of the bilateral fallopian tubes had occurred. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported adverse events including severe pelvic pain and dysfunctional uterine bleeding/ bleeding in the endometrial cavity. She underwent diagnostic laparoscopy, bilateral salpingectomy (with essure removal), hysteroscopy, d&c and a endometrial ablation on (B)(6) 2016. Pelvic pain and genital haemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding/ bleeding in the endometrial cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (diagnostic laparoscopy and bilateral salpingectomy with essure successfully removed on (B)(6)2016 and hysteroscopy d&c and a novasure endometrial ablation on (B)(6) 2016). Essure was removed on (B)(6)2016. On (B)(6)2016, the pelvic pain, dysfunctional uterine bleeding and vaginal haemorrhage had resolved. At the time of the report, the dysmenorrhoea, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, dysfunctional uterine bleeding, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: until the removal, neither she nor her doctors could clearly correlate her problems as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Discrepancy noted in essure insertion date- (B)(6)2014 and (B)(6)2014. Discrepancy noted in essure removal date-(B)(6)2016 and (B)(6)2016. Plaintiffs received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia. Diagnostic results: on(B)(6)2014, hysterosalpingogram confirmed the position of the essure implants and determined that occlusion of the bilateral fallopian tubes had occurred. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet was received. Events added from pfs- dysmenorrhea (cramping), abdominal pain, menorrhagia. Reporter information, date of birth, events outcome were added. Essure insertion date were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding/ bleeding in the endometrial cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune symptoms") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (diagnostic laparoscopy and bilateral salpingectomy with essure successfully removed on (B)(6) 2016 and hysteroscopy d&c and a novasure endometrial ablation on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, dysfunctional uterine bleeding and vaginal haemorrhage had resolved. At the time of the report, the dysmenorrhoea, abdominal pain and menorrhagia had resolved and the genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: until the removal, neither she nor her doctors could clearly correlate her problems as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Discrepancy noted in essure insertion date- (B)(6) 2014. Discrepancy noted in essure removal date-(B)(6) 2016. Plaintiffs received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: confirmed position of essure. Diagnostic results: on (B)(6) 2014, hysterosalpingogram confirmed the position of the essure implants and determined that occlusion of the bilateral fallopian tubes had occurred. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding/ bleeding in the endometrial cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune symptoms") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (diagnostic laparoscopy and bilateral salpingectomy with essure successfully removed on (B)(6) 2016 and hysteroscopy d&c and a novasure endometrial ablation on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, dysfunctional uterine bleeding and vaginal haemorrhage had resolved. At the time of the report, the dysmenorrhoea, abdominal pain and menorrhagia had resolved and the genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: until the removal, neither she nor her doctors could clearly correlate her problems as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Discrepancy noted in essure insertion date- (B)(6) 2014. Discrepancy noted in essure removal date-(B)(6) 2016. Plaintiffs received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: confirmed position of essure. Diagnostic results: on (B)(6) 2014, hysterosalpingogram confirmed the position of the essure implants and determined that occlusion of the bilateral fallopian tubes had occurred. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : new events added-abnormal bleeding, auto-immune disorder, hypersensitivity symptoms. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and abnormal uterine bleeding ('dysfunctional uterine bleeding/ bleeding in the endometrial cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2014, hysterosalpingogram confirmed the position of the essure implants and determined that occlusion of the bilateral fallopian tubes had occurred. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune symptoms") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (diagnostic laparoscopy and bilateral salpingectomy with essure successfully removed on (B)(6) 2016 and hysteroscopy d&c and a novasure endometrial ablation on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, abnormal uterine bleeding and vaginal haemorrhage had resolved. At the time of the report, the dysmenorrhoea, abdominal pain and heavy menstrual bleeding had resolved and the genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, autoimmune disorder, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: until the removal, neither she nor her doctors could clearly correlate her problems as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Discrepancy noted in essure insertion date- (B)(6) 2014 and (B)(6) 2014. Discrepancy noted in essure removal date-(B)(6) 2016 and (B)(6) 2016. Plaintiffs received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia. Left: 3 coils, right: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: confirmed position of essure. Diagnostic results: concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received. Reporter information, rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding/ bleeding in the endometrial cavity") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (diagnostic laparoscopy and bilateral salpingectomy with essure successfully removed and hysteroscopy d&c and a novasure endometrial ablation on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, dysfunctional uterine bleeding and vaginal haemorrhage had resolved. The reporter considered dysfunctional uterine bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: until the removal, neither she nor her doctors could clearly correlate her problems as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results: on (B)(6) 2014, hysterosalpingogram confirmed the position of the essure implants and determined that occlusion of the bilateral fallopian tubes had occurred. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported adverse events including severe pelvic pain and dysfunctional uterine bleeding/ bleeding in the endometrial cavity. She underwent diagnostic laparoscopy, bilateral salpingectomy (with essure removal), hysteroscopy, d&c and a endometrial ablation on (B)(6) 2016. Pelvic pain and genital haemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.